Event description:
It was reported that pulmonary edema occurred post implant. A left atrial appendage closure (laac) procedure was performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 31mm closure device was successfully implanted in the laa of the patient. The next morning, it was reported that the patient developed flash pulmonary edema. The patient was administered furosemide for the edema. The physician suspected the edema was a result of a fluid overload. The closure device looked unchanged on an x-ray. An echocardiogram was completed for further evaluation which revealed ejection fraction (ef) of 30% with moderate/severe global left ventricular hypokinesis. The patient remains intubated in the hospital intensive care unit (ICU) with continuous venovenous hemodialysis (cvvhd) and intravenous (IV) pressors IV.